Event description:
Customer reported that he had unexplained high blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was over 300 mg/dl. Customer stated that every time he changes the battery, his time clears out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with buttons not responding due to a flattened button dome switch. Unable to verify any alarms, memory anomaly or perform displacement, basic occlusion, prime and excessive no delivery tests due to no button response. The device was received in with a scratched display window, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.